Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they does allege pump for low blood glucose was over delivering. The customer¿s blood glucose level was 70 mg/dl. Customer¿s current blood glucose is 235 mg/dl. The customer was treated with food. Troubleshooting was done for low blood glucose and over delivery. Customer states that insulin was dripping or squirting from end of set before connecting at their site. Customer was using auto mode. Customer was assisted with displacement test and it was passed. The insulin pump will not be returned for analysis.